Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for one unknown screw. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: this was reported as a feedback summary on fourteen general complaint aspects from (B)(6) 2010 - (B)(6) 2011 market preference evaluation results. The surgeon had one case, a transverse osteotomy, where the screw head broke off during insertion and the broken screw shaft was left in the bone five centimeters proximal to the ulnar head. The surgeon used a six-hole titanium plate. The surgeon does not identify which screw type broke off during insertion. A follow-up was scheduled on (B)(6) 2011 during which bone union was reportedly achieved. There is no planned removal of hardware. The surgeon also had problems with insertion of an unknown quantity of 2.7 cortex screws and 2.7 locking screws. This report is for one unknown screw. This is report 1 of 1 for (B)(4).